Manufacturer narrative:
F10. Event problem and h6. Evaluation codes; corrected data; supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
Based on the information provided the most likely cause of the high impedance is a lead fracture.

Event description:
It was reported that there was high impedance on systems diagnostics on the patient's device. The patient no longer feels magnet swipes. Patient¿s mother called reporting that the patient¿s device is going off uncontrollably. It was noted that they taped the magnet over the generator and the issue resolved. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Ap and lateral neck and ap chest x-rays were received and reviewed. The x-ray was provided due to the patient experiencing high lead impedance. The generator placement was determined to be normal in the upper left chest. Based on the angle of the generator, the feedthrough wires appeared intact and the lead pins appeared fully inserted past the connector block. The lead was fully visible routing to the neck. Strain relief bend/loop and tie downs were visible in the image. Four tie downs were present and appear to be adequately providing strain relief. Portions of the lead do route behind the generator. No apparent gross lead fractures, sharp angles, or other anomalies were observed in the visible portions of the lead. The presence of micro-fractures along the lead body cannot be ruled out as potential causes of the high impedance. The root cause of the high impedance cannot be discerned from the x-rays provided.